Event description:
It was reported that the support arm broke. (B)(4).

Manufacturer narrative:
The broken support arm was not returned for investigation. A photo of the support arm showed that the support arm broke at the joint nearest to the bracket. While we cannot conclusively determine the cause of the support arm breaking, or the age of the device, this type of physical damage is consistent with a crack, caused by overloading or impact, which led to the reported break. (B)(4).